Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05815, 3006705815-2023-05814. It was reported that the patient had experienced a double lead migration. In addition, it was also reported that the patient's ipg was not operable and was not connecting to external devices. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted, replaced, and therapy was restored.